Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va21tbp, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a lead revision. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va21tbp, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the lead revision was a lead migration. No further patient complications are anticipated or expected as a result of this event.